Event description:
It was reported that the hcp (healthcare provider) had a pump that ¿they inherited¿ and it was not implanted in a patient; it was a demo pump that they used for training. The pump was alarming intermittently. Interrogation showed that a motor stall occurred on (B)(6) 2014 at 12:57 and recovered at 13:10. Additional motor stalls were noted in the event logs on (B)(6) 2014 at 5:34 and recovered at 8:04. It stalled again and recovered the same day. It was noted that the hcp may have been storing the pump near the programmer and programmer magnet. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).